Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years 10 months post transfemoral tavr procedure with a 29mm sapien 3 valve, the patient's mean gradients are 80mmhg. The original gradients from the procedure were 11mmhg. They tried coumadin therapy for 3 months but no change. The only change the physician is aware of is that he got a covid booster shot and then experienced dvt which the patient was treated for. That is when the symptoms started. The patient is scheduled for a valve in valve on the (B)(6) 2022.

Manufacturer narrative:
Correction to h6 based on additional information.

Manufacturer narrative:
Correction to b5 and h6 based on additional information received. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Imagery was reviewed by internal imaging team at edwards and following observations were made: tee: 7/25/22: ava of 0.7cm2 by planimetry, and mean pressure gradient of 63mmhg, mild to moderate central ai, thickening of the thv aortic leaflets with reduced mobility. Leaflet thickened, and central ai were contributed by the thrombosis. Tte 9/10/22 revealed the following: ava by vti is 0.42 cm2 which is consistent with stenosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for stenosis was confirmed based on the provided imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'approximately 3 years 10 months post transfemoral tavr procedure with a 29mm sapien 3 valve, the patient presents shortness of breath and chest pressures with minimal activities with a mean gradient of 80mmhg. The patient's symptoms have progressively worsened over the year and the original gradients from the procedure were 11mmhg. They tried coumadin therapy for 3 months but no change. The only change the physician is aware of is that he got a covid booster shot and then experienced dvt which the patient was treated for. That is when the symptoms started. The patient is scheduled for a valve in valve on the sept 29, 2022'. Per echo imagery on 7/25/2022, ava of 0.7 and mean gradient of 63mmhg was recorded. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to limited information, a definitive root cause is unable to be determined. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was initially reported by the field clinical specialist (fcs), approximately 3 years 10 months post transfemoral tavr procedure with a 29mm sapien 3 valve, the patient presents shortness of breath and chest pressures with minimal activities with a mean gradient of 80mmhg. The patient's symptoms have progressively worsened over the year and the original gradients from the procedure were 11mmhg. The patient tried coumadin therapy for 3 months with no change. Per report, the patient had a covid booster shot and then experienced deep vein thrombosis. The patient was treated, and symptoms started. The patient is scheduled for a valve in valve on the (B)(6) 2022. However, medical records review, tte reading showed a ava of 0.6 and mean gradient of 87.57 which is consistent with stenosis. Per imaging review, thrombosis was noted requiring medication. Approximately 2 months later, the thrombosis was resolved.